Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the code vcp315 - lot aj6856 needle removed from the patient during the same procedure? Yes, the surgeon found the needle and removed it safely. What is the condition of the patient? The patient had no injuries, nor complications at all. The patient recover as expected.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device aj6856 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the (B)(4) - lot aj6856 needle removed from the patient during the same procedure? What is the condition of the patient?

Event description:
It was reported that a patient underwent a lap cholecystectomy procedure on (B)(6) 2019 and suture was used. The needle fell while using it in the cavity. The thread was frayed. There were no adverse patient consequences reported. Additional information has been requested.